Event description:
It was reported that the patient was diagnosed with a mild t11-t12 disc degeneration and osteochondroma of the right knee. In 2007, the patient visited to treat pain. On (B)(6) 2007, the patient presented for an office visit and underwent MRI. The patient had two deteriorated discs. The patient underwent a video-assisted thoracoscopic anterior discectomy and cage insertion with fusion at the t11-t12, a single level posterior spinal fusion and instrumentation at the t11-t12, and a resection of the right knee osteochondroma. The patient was implanted with rhbmp-2/acs. Post-op, the patient experienced same or worsen pain as compared prior to surgery. The patient had trouble in sitting or standing for long periods of time. Further the patient had difficulty in bending to retrieve items and was unable to do most daily activities without pain.

Manufacturer narrative:
(B)(4).